Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors, which include end-stage renal disease. The device history record (DHR) review could not be performed as device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article, "bioprosthetic mitral transcatheter transapical valve-in-valve implantation for mitral stenosis in an end-stage renal disease patient" by kongkiat chaikriangkrai, m.d. It was reported that this (B)(6) patient who has high-risk symptomatic dialysis-dependent end-stage renal disease with severe bioprosthetic mitral valve stenosis had transcatheter mitral valve-in-valve implantation (tmviv) performed successfully. The implant duration of the surgical valve is unknown. The tmviv was performed with an edwards transcatheter valve. The patient tolerated the procedure well. He was extubated and weaned off vasopressor on postoperative day one (1).